Event description:
It was reported that a trained user requested to return the ilet due to persistent hyperglycemia reported at 340 mg/dl attributed to bent teflon cannulas, with inability to use steel cannulas because of a metal allergy and reliance on meal announcements to address high glucose. Customer care provided support that included troubleshooting and education. Investigation of this case revealed unclear cause of hyperglycemia, with user reports indicating infusion set integrity issues leading to inadequate insulin delivery, while the specific device component malfunction could not be confirmed. No clinical symptoms associated with hyperglycemia reported. Outcomes included no reported hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.